Event description:
Patient with history of esrd (end-stage renal disease), peritoneal dialysis, colon cancer status post resection, epiglottic cancer, hypertension, dvt (deep vein thrombosis). Presented after doctor found the patient unresponsive with seizure-like activity and tongue biting. Ultrasound shows +dvt. PICC line needed for IV access and antibiotics. PICC line placed a few days later per PICC rn. PICC rn left the ICU before removing the guidewire so that line placement could be checked. ICU rn wasn't aware that the guidewire was still in place and transported the patient to radiology for MRI of the brain. Nurse was still in but just left unit. ICU rn wanted to get to MRI asap,but didn't infuse anything in the line. Wasn't overtly apparent that the guidewire was still in place. Small black pull tab and tag stating to flush the catheter prior to use was in place. Noted tag is orange on one side and white on the other. Staff didn't notice the tag or the pull tab. Guidewire remained in place during exam. Md's notified. All agreed to discontinue guidewire, which was easily removed and appeared to be without defect. Also agreed to discontinue PICC line, which also was easily removed and appeared to be without defect. Staff saved guidewire and PICC line. Another PICC line later placed in opposite side under fluoro by radiologist. Hypercoagulable state, differential diagnosis includes disseminated intravascular coagulation. Embolic cva (cerebro vascular accident), repeat MRI shows sah (subarachnoid hemorrhage). Patient's condition deteriorated and expired.chest x-ray done before pt went to MRI showed a left PICC catheter is in the svc; no pneumothorax.MRI done on the same day while PICC and guidewire in place showed: 1. Acute areas of infarction right posterior frontal and right parietal occipital regions. 2. Also noted on the flair imaging obtained is increased signal throughout the sulci of the posterior frontal, parietal, occipital locations bilaterally. Findings consistent with petechial type hemorrhage and/or subarachnoid hemorrhage in these locations. 3.visualized paranasal sinuses remarkable for some fluid and inflammatory changes bilateral mastoid and moderate size mucus retention cyst versus polyp left maxillary sinus also noted.have left message for the manufacturer and will return device with guidewire to them for examination.